Manufacturer narrative:
(B)(4). This lot was manufactured between june 7, 2014 and june 9, 2014. Evaluation summary: baxter received one unit for evaluation. Visual inspection noted a solid white particle approximately 2.55 mm in length, floating in the fluid of the bladder. The particle was identified to be acrylic material via fourier transform infrared spectroscopy (ftir) spectrophotometer scanning. The cause could not be determined. A CAPA has been initiated to investigate this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had particulate matter in unspecified location. The infusor was filled with flucloxacillin 12g in 240ml saline. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.